Manufacturer narrative:
The reported complaint of capture anomaly was not confirmed. The helix was measured to be out of specification which is consistent with procedure related damage. Output and telemetry features of the device were analyzed and found to be normal. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. Prior to discharge, it was noted that the lp failed to capture. The patient was asymptomatic. The lp was explanted and replaced with a transvenous system. The patient was recovering post procedure.